Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint of frayed wire and insulator (resin) damage. The instrument was found to have a broken yaw pulley. The yaw pulley was missing a 0.096 x 0.159 piece opposite of the conductor break. This allowed the grip to move within the pulley and have a larger range of motion in the yaw. Broken damage is due to mishandling / misuse. Based on the information provided, this complaint is being reported due to the following conclusions: a piece of the fenestrated bipolar forceps instrument is missing and potentially broke off into the patient.

Event description:
It was reported that during central processing, the day after a da vinci assisted prostatectomy procedure, the customer identified a frayed wire and insulator resin damage on the fenestrated bipolar forceps instrument. The surgeon stated it was highly possible fragments were left inside the patient. The patient underwent a computed tomography (CT) scan but the results were indeterminate. On 04/26/2016, intuitive surgical inc. (Isi) contacted the clinical sales representative (csr) for additional information. The csr indicated no video of the procedure was available to review and the patient has not returned experiencing any post-surgical complications related to retaining a foreign object.